Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Health professional additionally reported right side peri-implant "liquid lamina" per MRI and "recurrent seroma". Treatment reported as "analgesia and non-hormonal anti-inflammatory drugs in periods of pain and swelling."

Event description:
The healthcare professional reported, right side capsular contracture, baker grade iii. And "the recall was mentioned". The device remains implanted.

Manufacturer narrative:
E1:. Phone number continued: (B)(6). The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, recall.